Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold measurements and poor morphology. The lead was then explanted following a multiple attempts of repositioning to gain a satisfactory position. The lead is no longer in service. No adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.